Event description:
It was reported that on (B)(6) 2025, an unknown size amplatzer septal occluder was implanted in an atrial septal defect (asd). 1.5 years after the procedure, the patient arrived hospital with chest pain. A tamponade was noted and the device was surgically removed.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for patient effects of cardiac tamponade and angina was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device batch/lot number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. Based on the information received and per event details, the cause of the reported cardiac tamponade and angina could not be determined. The reported surgical intervention was a result of case-specific circumstances, as the device was surgically removed.

Event description:
N/a.